Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt reported that their implant battery was charged to 100% last night and today when they met with their hcp, the implant was down to 10%. Pt commented that the battery should not be depleting his quickly when their base set was at 6.6. Pt noted implant battery was so low now that it won't connect. Agent had pt connect thru the recharge app; pt reported implant was red with coupling numbers between .25 and 1.5. Agent reviewed recharger best practices and had pt reposition recharger. Pt reported middle number increased to 10 and then good connection. Pt confirmed recharger at 100%. While still on the call, ins increased to 10%. Agent reviewed ins battery depletion rates are based on therapy settings and usage. The patient was redirected to their manufacturer representative (rep) and healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating their recharging difficulties were because all of the apps on the mystim recharger have to be closed for their charger to work, and they were not. Patient noted group b was adjusted from a purple color to a blue color to extend the battery life. Issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.